Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck device was frozen/would not move - chuck seized, the moving parts did not move smoothly and did not function. It was further determined that the device failed pretest for check drill chuck with key, maximum range of tool coupling, minimum range of tool coupling, mechanical free movement and general function in the running mode. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI: (B)(4).